Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received a notification from a patient that a 27mm aortic valve was explanted after an implant duration of 4 years, 8 months. A septal myectomy was required to alleviate the symptoms of hypertrophic cardiomyopathy. Another 27mm valve was implanted in replacement. Per patient the implanted valve demonstrated signs of wear and tear. Per medical records there is no valve degeneration, and the mild regurgitation observed in early post-op period has resolved. Per product evaluation, moderate host tissue overgrowth encroached onto the tissue and into the orifice.

Manufacturer narrative:
H3: product evaluation: customer report of degeneration was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at both the inflow and outflow aspects. Sewing ring was cut on the outflow aspect and exposed wireform on commissure 1. Three suture pledgets remained attached to the sewing ring around the valve on the inflow aspect. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a notification that the implanted 27mm valve was scheduled for a re-do avr after an implant duration of 4 years, 8 months. A septal myectomy is required to alleviate the symptoms of hypertrophic cardiomyopathy. Per patient the implanted valve demonstrated signs of wear and tear. Per medical records there is no valve degeneration, and the mild regurgitation observed in early post-op period has resolved.